Event description:
It was reported that during an attempted implant, the device was not pacing. The physician attempted to disconnect the device and back the set screws out, but pacing was still not detected upon reconnection. Interrogation showed an out of range impedance. The device was removed and replaced. Pacing and connections with the new device were "good". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis: the device was returned and analyzed. Analysis revealed the set screw was found in the connector bore. No anomalies were found. (B)(4).